Manufacturer narrative:
The device received with cracked case and cracked battery tube threads. After battery installation the device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller and cracked lcd glass. Unable to perform functional testing including selftest or displacement test due to display anomaly. The device received with traces of moisture on electronic assemblies and motor assemblies.

Event description:
The customer reported via phone call that insulin pump has moisture damage. The blood glucose at the time of the incident was 100 mg/dl. Customer states that the moisture was under the lcd. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.